Event description:
Rn of home pt (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 3 of 4. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury associated with this incident per rn. Hp was given prophylactic antibiotics.